Manufacturer narrative:
G4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter split. Injuries or adverse event: no reported issue: we had one of the below b-d381434 IV caths split this morning. Unsure if it was user error or a lot number issue.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot 5281148 regarding item #381434. DHR for final lot number 5281148 has been reviewed. No quality issues or process deviation was found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.